Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb laser filter glass cracked. Based on the result, we concluded that it was caused due to the physical damage applied on the ccd module with drive pcb. In addition, our technician confirmed that the down pulley wire fluid damage, the up pulley wire fluid damage, the left pulley wire fluid damage, the right pulley wire fluid damage, the operation channel (primary) buckled, the insertion flexible tube buckled, the body cover grip cracked, the bending rubber cut, and the segment hard to move; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(objective lens broken).